Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's current blood glucose was 46 mg/dl. Customer's blood glucose was treated with glucose tablets. The customer did experienced the symptoms such as shaking. Troubleshooting was done for low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was unknown during the time of event. Customer stated event occurred due to failed sensor due to blood on the site. The insulin pump will not be returned for analysis.